Event description:
It was reported that the patients ipg stopped working as it was not holding a charge following a non device related procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred four weeks ago from the date the manufacturer became aware of the event.